Manufacturer narrative:
It was reported that the controller was not able to communicate to a monitor. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(4) revealed that the controller passed functional testing but failed visual inspection due to a missing serial port data cap. This observation is not related to the reported event and was likely caused by the handling of the device. (B)(4) was able to communicate with a monitor. Failure analysis of (B)(4) revealed that the controller passed visual inspection but failed functional testing due to a damaged dual transmitter/receiver integrated circuit. This component allows for data to be transmitted or received between the controller and monitor. An electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor. The most likely root cause of the reported event can be attributed to an electrostatic discharge (esd) event that most likely damaged an integrated circuit that allows for data to be transmitted or received between the controller and monitor. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller would not communicate with the monitor in clinic. The data would not export. The controller was exchanged. There was no impact to the patient.